Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2020-00019. Device 2 is being reported under MDR 2247858-2020-00020. Device 3 is being reported under MDR 2247858-2020-00021.

Event description:
"During the implantation of the relayplus 40x150 lot 1904300176, the graft had a difficult time navigating the aortic bifurcation. The physician tried to advance up the right femoral access site, but the delivery system began to buckle under the force near the aortic bifurcation and would not advance. The sheath showed visible kinking through the portion where the graft sits under the primary sheath. We then advanced a new graft 40x150 lot 1904290189 through the left femoral access site. That graft also gave resistance, but after approximately 5 minutes, it eventually advanced to the desired location. The device was removed and a 46x150 was advanced without issues and placed inside the 40x150 to achieve the desired coverage length. Upon removal of that device the patients pressure started to drop, and it was determined that the abdomen needed to be surgically intervened to control a rupture in the patients left common iliac. Post procedure the patient is stable and recovering. The physician blames the tortuous anatomy for the suboptimal delivery system advancement." Patient outcome: "patients current status is that he is in recovery."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2020-00019. Device 2 is being reported under MDR 2247858-2020-00020. Device 3 is being reported under MDR 2247858-2020-00021.

Event description:
"During the implantation of the relayplus 40x150 lot 1904300176, the graft had a difficult time navigating the aortic bifurcation. The physician tried to advance up the right femoral access site, but the delivery system began to buckle under the force near the aortic bifurcation and would not advance. The sheath showed visible kinking through the portion where the graft sits under the primary sheath. We then advanced a new graft 40x150 lot 1904290189 through the left femoral access site. That graft also gave resistance, but after approximately 5 minutes, it eventually advanced to the desired location. The device was removed and a 46x150 was advanced without issues and placed inside the 40x150 to achieve the desired coverage length. Upon removal of that device the patients pressure started to drop, and it was determined that the abdomen needed to be surgically intervened to control a rupture in the patients left common iliac. Post procedure the patient is stable and recovering. The physician blames the tortuous anatomy for the suboptimal delivery system advancement." Patient outcome: "patients current status is that he is in recovery."